Manufacturer narrative:
This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-05444 & 05475).

Event description:
Patient was revised due to disassociation of the polyethylene liner from the acetabular cup after the locking ring disengaged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed through analysis of the product and radiographic inspection. Review of radiographs revealed the poly was dislodged from the cup. Visual inspection of the returned liner, cup, and locking ring confirms damage to all three. The severe damage to the backside of the liner and locking ring leads to the belief that the liner had been disassociated for a significant amount of time. The nature of damage of the liner and locking ring prevents further analysis of these two parts. The cup has heavy scratching in the inner diameter. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is being filed to correct information. Medical products - biomet acetabular plugs catalog#: 135300, lot# 225740; biomet taperloc catalog#: 51-103090, lot# 3340259; biomet modular head catalog#: 11-363663, lot# 735930.

Event description:
It was reported patient underwent a right hip revision approximately one year post implantation due to disassociation of the polyethylene liner from the acetabular cup after the locking ring disengaged. The patient reported that when he got up from the chair he felt a pop in his hip. Since that incident, patient reported grinding sound from his hip. During the revision surgery, it was noted that there was articulation of the metal head with the acetabulum and a lot of metallosis and metal wear debris was encountered.